Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with shortness of breath, fluid overload, and right ventricle failure. The patient was started on milrinone and IV lasix. A right heart catherization performed on (B)(6) 2020 showed elevated filling pressures. The patient's speed was increased to 5800 rpm and increased again to 6200 rpm a few days later. The patient was weaned off IV milrinone and lasix and was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient was admitted on (B)(6)2020 with shortness of breath, fluid overload and right ventricle failure. The patient was started on milrinone and intravenous lasix. No alarms were associated with this event. A right heart catheterization was performed on (B)(6)2020, which showed elevated filling pressure with right atrial (ra) pressure of 16 and pulmonary capillary wedge pressure (pcwp) of 28. The patient¿s pump speed was increased to 5800 rpm and further increased to 6200 rpm a few days later. The patient was weaned off intravenous milrinone and lasix and was discharged in stable condition on (B)(6)2020. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they were admitted for right heart failure (manufacturing report number 2916596-2020-05466). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 16jan2020. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also states right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.